Manufacturer narrative:
Batch review performed on 12 august 2020: lot 1907430: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Lot 1907343: (B)(4) items manufactured and released on 27-jan-2020. Expiration date: 2025-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection 2 months after the primary and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.